Event description:
Medtronic received information that during the implant of this 30mm mitral annuloplasty ring, it was explanted and replaced with a n on-medtronic product. The reason for the replacement was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.